Event description:
It was reported the pt complained he is experiencing recharge issues with his scs ipg. A replacement charger did not resolve the issue. The pt no longer wants his scs system and has not used it in a long time. Surgical intervention is planned for a later date.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.